Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated certain buttons were not functional on the insulin pump. Customer reported swimming with the insulin pump, but the insulin pump was kept in a waterproof case. It was also found the customer received a battery out limit alarm on the insulin pump that they were unable to clear due to the button anomaly. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to perform operating currents due to unresponsive buttons. The insulin pump was received with cracked case at display window corners and belt clip slot and broken reservoir tube lip.